Event description:
The patient reported that on today (B)(6) 2021 the v-go 30 adhesive pad did not stay attached to the patient body after about 10 hours of use. Patient reports that it is very hot where he lives and patient is perspiring a lot. Patient usually wears the v-go device on his abdomen.